Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited pacing problems and that the ipg battery is dying. The patient experienced shortness of breath and fatigue. The ipg remains in use. No further patient complications have been reported as a result of this event.